Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the low battery life due to the blank display.

Event description:
The customer reported low battery life and moisture underneath the screen. The customer has done some troubleshooting, but the low battery life continues. Advised that the insulin pump would be replaced. Nothing further was reported.